Manufacturer narrative:
Patient reported to be over 18 years of age. Complainant is situated in the (B)(6). The complaint device has been received by the manufacturer; however, a failure analysis has not yet been completed. Upon receipt of the failure analysis, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a sensation medium stiff standard crescent snare was used during a polypectomy procedure within the sigmoid colon on (B)(6), 2010. According to the complainant, during the procedure, the snare failed to properly cauterize the polyp tissue. Some minor bleeding did occur as a result of this event, but it did not impact the patient; no intervention was required to stop the bleed. The procedure was completed with this device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.

Manufacturer narrative:
A visual examination of the returned device found no visible defects. Functionally, the snare loop was able to be extended and retracted without issue. An electrical resistance test was performed and found the snare to be within specification. The condition of the returned incident device was not consistent with the complaint that the snare failed to cauterize. The complaint was not confirmed. A review of the device history record (DHR) was performed; no anomalies were noted. A labeling review was performed and no deviation was found.

Event description:
It was reported to boston scientific corporation that a sensation medium stiff standard crescent snare was used during a polypectomy procedure within the sigmoid colon on (B)(6), 2010. According to the complainant, during the procedure, the snare failed to properly cauterize the polyp tissue. Some minor bleeding did occur as a result of this event, but it did not impact the patient; no intervention was required to stop the bleed. The procedure was completed with this device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.